Manufacturer narrative:
All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump passed the off no power, self test, unexpected restart, displacement, rewind and basic occlusion tests. Unable to prime during the prime test due to moisture damage on the force sensor resistor. Unable to complete the functional testing, including the occlusion test and excessive no delivery alarm test due to the prime anomaly. No blank display or missing/partial display was noted during testing. A corroded motor home switch was noted during visual inspection. The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip and scratches around the casing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a blank display anomaly. The patient's blood glucose at the time of incident is unknown; his current blood glucose is 20 mmol/l. Troubleshooting was initiated for the blank display. The customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline aaa battery was inserted into the insulin pump but the display only returned a single line. The battery cap contact was cleaned and a new aaa alkaline battery was inserted again but the display did not return. Additionally, the customer was hospitalized for three days due to diabetic ketoacidosis and high blood glucose. The customer had run out of insulin; his blood glucose was not known at the time of incident. The insulin pump was not returned or replaced.